Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the longevity estimate of the device from the programmer was inconsistent with the estimates given by technical services. The device will be monitored and technical services will be contacted when longevity calculations are needed. No adverse events were reported.